Manufacturer narrative:
The pump user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. The customer was re-filling cartridges with insulin and tandem technical support reminded the customer this was off label. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.